Event description:
The patient was being transferred from the bed to a stretcher after a procedure and the bed tilted on its own. The patient was secured by staff and did not fall, however, neither staff nor on-site biomed were able to figure out the issue. Steris was called.